Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 390-400. Customer did not observe insulin exiting the tubing and changed pump supplies. Customer administered insulin injections to address bg and turned pump off. Pump system check with tandem technical support found the pump to be functioning as expected. Pump therapy was resumed.